Event description:
During a cataract extraction procedure, the collection cassette would not capture in this unit and it could not be used. The pt has been sedated but the procedure has not begun. The procedure was rescheduled.